Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
An instrument broke. There was a delay in the surgery of 4 min. There any adverse consequences to the patient due to the surgical delay.the device was used for pelvic surgery. There was small piece debris reported.

Event description:
An instrument broke. There was a delay in the surgery of 4 min.there any adverse consequences to the patient due to the surgical delay.the device was used for pelvic surgery. There was small piece debris reported.

Manufacturer narrative:
The reported event that asymmetrical faraboeuf forceps l250mm was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by normal wear of the device. Indeed, the device was manufactured in 2010 and has fulfilled its useful life. Indeed, the device inspection revealed the following: the device was returned and is indeed broken at the level of the little piece that fixes the ratchet in place. The overall state of the device shows multiple traces of usage and reprocessing. When opened completely, the device breaks in two parts at the level of the connection bolt. A microscope inspection of the surface breakage shows a brittle surface, with large traces of rust. This proves that the device was processed multiple times, and this caused the wear of the material. As a reminder, the cleaning and sterilisation guide reminds: ''note: stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. For devices that may be impacted check that the device is not damaged to the extent that it malfunctions or that burrs have been produced that could damage tissues or surgical gloves. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. See appendix 2 for further details." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.